Event description:
Boston scientific crm received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) presented to the emergency room with swelling. The patient indicated that his device wasn't working properly. No adverse patient effects were reported. Additional information was requested; however, no further information is currently available.

Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.